Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test and was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump passed the idle current, run current, and displacement tests. However, the unit was unable to perform the self test, off no power test, unexpected restart error test, occlusion test, and no delivery test due to the prime anomaly. The following physical damage was noted: minor scratches on the display window, cracked casing at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error; the customer rewound the device and resumed normal use but the motor error alarm recurred. The customer mentioned that the insulin pump fell off of her shirt and hit the table. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was able to rewind without incident. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.